Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with a device pocket erosion. There is no alleged malfunction against the pacemaker. The pacemaker was explanted and replaced. The patient was stable with no adverse consequences.